Manufacturer narrative:
The coapt systems medical advisor spoke with the operating surgeon and evidence suggests that the pt developed a granuloma formation. The device was not returned to coapt systems, therefore, a physical investigation could not be performed to determine root cause. There is a very low occurrence of reaction to forehead devices. If additional info becomes available it will be submitted in a supplemental report.

Event description:
The physician implanted two devices 2008. Approx four months post operatively the pt developed swelling without pain on one side of the brow. The implant was removed and submitted to pathology. The report showed granuloma and small foreign body crystals. Multiple attempts to contact the physician have been made to obtain the exact type and lot number of device used, however, there has been no response provided to coapt systems.